Event description:
A ventilator was returned to the manufacturer's factory authorized service center for service. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" alarm code indicating an internal battery failure was observed in the device's downloaded event log. The device's power cord, internal battery and main pca board was replaced to address the issue. Additionally, not related to the above issue, the device was alarming for a detachable battery issue. The detachable battery needs to be replaced to address the issue.